Event description:
Eight months after pci involving two cypher stents, there was restenosis inside of the overlapped area. Pci was performed on this pt who presented for elective treatment of a 68.4% confirmed restenotic lesion in the distal left circumflex after stent (bms: terumo) at proximal end and a de-novo at the distal end of 33.41 mm in length in an unk vessel diameter. The (class c) concentric lesion was also characterized as diffused. Pre-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and isosorbide mononitirate 40mg/day. Intra-procedue medications included heparin 7000units, aspirin 100mg/day, isosorbide mononitrate 40mg/day and ticlopidine hydrochloride 200mg/day. The femoral approach was chosen for the procedure. The lesion was pre-dilated with a 2.5x20mm balloon at 12atm before deploying two overlapping cyphers. Deployed first was a 3.0x18mm cypher at 6atm for 16-30seconds before deploying the second cypher a 3.0x28mm at 18atm for 16-30 seconds at the poximal end of the initial implanted cypher without a gap. Post-dilation was conducted with a 2.5x20mm balloon at 18atm. Inflation time unk. Ivus was not conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 10.4%. Post-procedure medications included aspirin 100mg/day, ticlopidine hydrochloride 200mg/day and isosorbide mononitrate 40mg/day. Eight months later, follow-up cag was conducted and focal restenosis was observed inside of the overlapped area of the proximately implanted cypher. There was 44.8% stenosis. To treat the restenosis, poba was conducted with a balloon (kongou: 3.0x 15mm at 16atm. Inflation time unk. Timi iii was recorded post-procedure. The residual diameter stenosis measured o%-25%. The pt didn't complain of chest pain and was in stable condition.